Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of hematoma is listed in the proglide instructions for use (IFU) as potential adverse events with use of the suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of hematoma is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the moderately calcified left common femoral artery using the pre-close technique via a 6f sheath prior to a percutaneous coronary intervention (pci) with impella procedure. The sheath was upsized to a 14f and the interventional procedure was completed. Hemostasis was not fully achieved with the pre-placed proglide sutures as there was still pulsatile bleeding; therefore, manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Reportedly, the patient had to go back to the operating room on (B)(6) 2021 as the stent that was used in the pci procedure had re-occluded. It was also noted that the patient had a small hematoma at the access site where the proglides had been used on (B)(6) /2021. No intervention or treatment was performed for the hematoma. No additional information was provided.